Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button was found to be misaligned, was intermittently responsive to button presses and required multiple button presses in order to elicit a response. All of the keypad buttons did not spring back and click back as expected. There was evidence of keypad contamination found under all key contacts.

Event description:
The patient reported that the up arrow button was intermittently unresponsive to presses and was getting worse. The patient confirmed that the pump and keypad were intact and were not exposed to moisture. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.